Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device displayed a blue screen. Complainant did not indicate that there was any patient involvement during the reported malfunction.

Manufacturer narrative:
The evaluation of the device was conducted by a field service engineer (fse) at the customer's location. The reported blue screen issue could not be replicated during the evaluation. The device required charging, and it successfully passed all functional tests without any problems.